Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 148 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unable to prime during prime/a33 test due to faulty fsr (gold). Pumppassed the rewind, basic occlusion and displacement test. No motorerror alarm noted. Pump received with cracked display window corner,battery tube threads, reservoir tube lip, scratched lcd window.tn 7-22-14